Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited a syncope episode. Technical services (ts) was consulted and recommended to contact the following clinic. The source of this episode has not been confirmed. This device remains in service. No adverse patient effects were reported.